Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 ¿ patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of two perfix plugs (device 1 and 2). Per operative notes, ¿a large direct inguinal hernia with indirect component was noted. A large defect was dissected free, placed back into the abdominal cavity. An extra-large perfix plug (device 1) was placed and sutured in place to conjoined tendon. The internal ring was slightly loosened and another large perfix plug (device 2) was placed and sutured in place to the internal ring along with prior mesh (device 1) itself. The fascia was closed and sutured circumferentially.¿ (B)(6) 2020 - patient was diagnosed with right lower quadrant pain and meshoma thereby underwent robotic assisted laparoscopic repair with removal of meshes (device 1 and 2) and implant of 3dmax mesh (device 3). Per operative notes, ¿the mesh plugs (device 1 and 2) with signs of chronic inflammation were noted. The extensive scar tissue and small bowel and colon were dissected away from the mesh plugs (device 1 and 2). The meshes (device 1 and 2) were removed carefully and fascia was closed with sutures. To the fascial defect a right sided, 3dmax mesh (device 3) was placed over the defect covering direct, indirect and femoral spaces and sutured circumferentially.¿